Event description:
It was reported that during a colectomy procedure, the device was being used to close the otomy created on a side-to-side anastomosis. The pin was placed and closed to the intermediate firing position, but when the device was fired, a loud cracking noise was heard. When the tissue was cut and the device was released, it was found that no staples had fired. Hand sewing was used to close the ostomy. There was o adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.